Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) all insulators breached from metal ion oxidation (mio). Additional findings that all conductors blood/body fluid (not obstructed), the inner insulation breached mio, outer insulation environmental stress cracking (esc), outer insulation cosmetic esc and breached cut. Distal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported the lead had sensing difficulty and an undefined resistance measurement. The lead was capped and replaced. No patient complications were reported. It was further reported the capped lead was subsequently removed due to a possible infected pocket.

Event description:
It was reported the lead had sensing difficulty and an undefined resistance measurement. The lead was capped and replaced. No patient complications were reported. It was further reported the capped lead was subsequently removed due to a possible infected pocket.